Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician was unable to fix the right atrial lead. The procedure was completed using a replacement lead. The patient was stable.